Event description:
A hospital in a foreign country has reported a missing centre pin in the water trap.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in USA but it is similar to a product which is sold in the USA.